Manufacturer narrative:
(B)(4). Batch # m52j6u. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: based on the photographic evidence, the event description cannot be confirmed. Unfortunately, there is not enough evidence in the photograph to determine root cause. An photograph of the cartridge reload was received. Based on the photographic evidence, the event description cannot be confirmed. Unfortunately, there is not enough evidence in the photograph to determine root cause.

Event description:
It was reported that during gastrectomy when the surgeon tried to do second firing of the device, a knife was moved from proximal to distal as normal, but the staples were not stapled on both side. The surgeon was able to staple only specimen which is moving out of patient¿s body and so he fired again with new like device and new cartridge on a specimen which will remain in the patient¿s body. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m52j6u. Manufacture date: 02/13/2015. Expiration date: 01/13/2018. The analysis found that the psee60a device was received in good visual condition and with a gst60d cartridge reload present. The returned reload was noted to be fully fired on the left side and partially fired on the right side. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have drivers and one piece sled damaged. Upon further analysis the cartridge pan was noted to be damaged and partially dislodged on the left proximal side. The found damage to the pan caused some drivers and the one piece sled to become out of their intended position and when trying to fire the device it caused severe damage to the cartridge body. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.